Manufacturer narrative:
(B) (4). Results and conclusion summation - product performance engineering reviewed the incident information. Balloon ruptures can be affected by numberous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it is likely that the balloon material was damage (scratched) during interaction with the lesion calcification, such that the balloon ruptured at 8 atms, as no leak was noted during the preparation for use. In this case, a conclusive cause for the reported balloon rupture could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager balloon catheter was used for predilatation and during the first inflation, the balloon ruptured at 8 atm. Reportedly, there were no patient effects. No additional event or patient information is available.